Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to the hospital for an unrelated reason. Upon device interrogation, the right ventricular lead exhibited high capture threshold and high impedance. No intervention was performed. The patient was stable. No further information was available.

Event description:
New information received on (B)(4) 2019 indicating programming changes were made.